Event description:
Reportedly, valve explanted at implant after seeing aortic insufficiency on echo. Replaced with a 21mm pericardial valve. Maybe due to over sizing the valve at implant.

Manufacturer narrative:
Device not returned.